Manufacturer narrative:
This ipg serial number was included in multiple field advisories. 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharged their scs system since (B)(6) 2017 and as a result stimulation was lost around (B)(6) 2017. Reportedly, the charger as well the patient programmer would no longer connect to the ipg and the patient programmer displayed an error message. Troubleshooting by the company representative confirmed the ipg inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place wherein the ipg was explanted and replaced with a new model. Postoperatively, therapy was restored and the issue resolved.